Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for an unrelated medical condition. During hospitalization, the patient experienced peritonitis. The cause of the event was unknown. The patient was treated with intravenous and oral ciprofloxacin (dose, frequency, and duration not reported), intraperitoneal amikacin (dose, frequency, and duration not reported), and intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the ciprofloxacin, amikacin, and vancomycin remain ongoing, the patient remains hospitalized, and the patient is recovering. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported the patient was discharged from the hospital 28 days prior to receipt of this report and the intravenous treatment with ciprofloxacin was completed during hospitalization (unreported date). The patient continued the intraperitoneal antibiotic treatment with amikacin and vancomycin, (scheduled to be completed 20 days prior to receipt of this report). At the time of this report, the patient was recovered from this peritonitis event and automated pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.